Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
The consumer reported on (B)(6) 2015 that an overdischarge (od) was suspected. The patient was unable to make adjustments with or without the antenna attached. Neither the recharger nor the programmer were communicating. The patient had not charged in about a year, and he did not know this would happen if he did not recharge. The patient was going to meet a manufacturer representative on the monday after (B)(6) 2015 to check their device. On (B)(6) 2015, additional information received from the consumer reported that the patient had not used their device in a while. An overdischarge was again suspected. It was unclear if the device had ever been recovered from overdischarge. The patient noted that when they tried to recharge 3 weeks prior to (B)(6) 2015 they could not recharge. The patient contacted a manufacturer representative at that time and was told how to reset their device. The patient's device was at ¾ charged but would not get full. The patient was also seeing a warning power on reset (por) screen. The patient was going to follow-up with a manufacturer representative. The patient's indications for use were stenosis and spinal pain.